Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a pin hole and blood on the eopa arterial cannula. The use of the device was unspecified. There were no patient complications associated with this event.

Manufacturer narrative:
Additional information b5: medtronic received additional information that blood was adhered to the device, so it was disposed of in the hospital. There was no additional damage or foreign material contamination on the device. The customer could not provide a photo or video of the issue. The position of the pinhole was about 10 cm from the tip. The presence of the pin hole was confirmed as a blood leak was observed after vascular insertion, connecting the device to the circuit, releasing the air, and checking the pulsation. The pin hole could not be seen with the naked eye. There were no abnormalities observed on the device package. Correction b5: the device was replaced. Correction d4.5 (unique identifier (UDI) #): this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b5: medtronic received information that during use of an eopa arterial cannula medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.